Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. All other lead measurements were within range and no noise could be produced through product testing. No changes were made and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient came back in for product testing. Both high and low energy commanded shocks were delivered successfully, with shock impedance measurements within acceptable range. The physician attempted to do induction testing but was unsuccessful as ventricular fibrillation was unable to be induced in the patient. The rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. All other lead measurements were within range and no noise could be produced through product testing. No changes were made and the rv lead remains in service. No adverse patient effects were reported.